Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, device record history, drawing, manufacturing instructions, quality control and a visual inspection of the returned device were conducted during the investigation. The performer introducer contains one sheath and one dilator. The complaint states that the side arm separated from the sheath; it was determined that the connecting tube separated from the large check-flo valve body. The visual examination reported the device was visually inspected for evidence of glue on the connecting tube or check-flo body. There did not appear to be any glue on the either the check-flo body or the connecting tube as instructed in the manufacturing instructions. The root cause was determined to be related to manufacturing. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
During the procedure while attempting to flush, the side arm of the performer introducer came off in the in the doctor's hand. Another device was used to complete the procedure. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Patient age at time of event is currently unknown. Patient age at time of event is currently unknown. (B)(4). The event is currently under investigation.

Event description:
During the procedure while attempting to flush, the side arm of the performer introducer came off in the in the doctor's hand. Another device was used to complete the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.